Event description:
It was reported that a dissection occurred. An agent dcb mr 2.50 x 20.00 mm was selected for treatment of the target lesion which was 80% stenosed and located in the distal left anterior descending (lad) artery. The target lesion was predilated using a maverick 2.50 x 15 mm semi-compliant balloon. Following pre-dilation, the agent balloon was advanced to the lesion site and inflated once at 6-8 atm for 60 seconds when a type c, non-flow limiting, long dissection was observed. A synergy xd 2.50 x 20 mm stent was deployed to cover the dissection and successfully complete the procedure. The patient condition was stable post-procedure.